Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of vasoconstriction as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. It was reported that the procedure was to treat a fistula in the carotid artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, it was also reported that the device was removed from the anatomy and the same rx graftmaster was reinserted multiple times. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported physical resistance appears to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). A follow-up angiogram showed persistent fistula filling but filling was slowed and slightly reduced. The procedure was then terminated. There were no adverse patient sequelae related to use of the graftmaster. A follow-up exam (B)(6) 2017 revealed that patient vision had recovered since the procedure and an angiogram confirmed resolution of the fistula with retrograde embolization through the superior ophthalmic vein. No additional information was provided. On (B)(6) 2017: diagnostic angiogram confirmed high flow fistula to the superior ophthalmic vein on the left, but diagnostic angiogram was ended prematurely due to presence of acute ischemic stroke, with plans to proceed with fistula treatment later that day. Concomitant devices: guide wire: 0.014 transcend ; synchro 10; extra stiff exchange wire, guide catheter: navien 058, sheath: 6fr shuttle, other: penumbra reperfusion catheter; headway duo microcatheter. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a recurrent direct cavernous left carotid fistula with raised ocular pressure, blurred vision, and no direct venous access. A 4.0x16mm rx graftmaster covered stent system was advanced via right groin access over a non-abbott guide wire, but was unable to completely cross the fistula due to bend in the carotid vessel. The graftmaster was withdrawn, then re-advanced with the assistance of a non-abbott microcatheter and an added non-abbott exchange wire, but the graftmaster still was unable to cross. The microcatheter was removed and advancement of the graftmaster was again attempted, with further distal access obtained, but was still unable to completely cross. After a few withdrawals and re-advancement attempts with the graftmaster, using different additional support catheters and wires, the graftmaster still failed to cross. The multiple crossing attempts resulted in some vasospasm in the distal carotid middle cerebral artery. The vasospasm was treated via slow injection of 10mg verapamil over a period of 10 to 15 minutes, with continued infusion into the left internal carotid artery. After 15 minutes, attempts to cross were resumed. The graftmaster was re-advanced and, though it did not completely cross, it was positioned as distally as possible, then deployed at nominal pressure. Post-deployment, the stent balloon was then able to cross past the bend and inflations were performed at the target site and throughout the stent in attempt to overexpand it to cover more of the uncovered fistula area. The rx graftmaster partially covered the fistula, but the fistula was not completely excluded.